Manufacturer narrative:
A patient experiencing lead migration following a car accident was reported to abbott. The lead was explanted and replaced. Therapy was restored and patient has coverage. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy date are estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04387. It was reported that following a physically traumatic event, the patient's lead migrated, and effective therapy was lost. As a result, surgery occurred in which the lead was explanted and replaced, which resolved the issue. It is unknown which lead had the issue, so both applicable leads are being reported.